Manufacturer narrative:
(B)(6). The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion being treated was located in the proximal right coronary artery (rca). Pre-dilatation was performed with a 3.0x20mm maverick2 balloon for 2 inflations and maximum inflation pressure of 12 atm. Per the core lab a grade f dissection was noted after pre-dilatation. Intervention is not specified. A 3.0x 32mm study stent was implanted. The angiographic final result was good. The patient was discharged on dual antiplatelet therapy.